Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to have been deep vein thrombosis (dvt) despite the use of coumadin. The filter was implanted via the right common femoral vein and placed below the renal veins and above the iliac bifurcation. The patient is reported to have tolerated the procedure well. Approximately fourteen years and two months after the implantation, the patient became aware that the filter had tilted and fractured with strut(s) perforation outside the inferior vena cava (ivc) and into organs. Additional information indicated that the patient had developed a grade iii perforations of the aorta and duodenum. The patient further reported having experienced physical and emotional pain and suffering, physical disfigurement, anxiety and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and the ivc, aortic and duodenal perforations could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain and vertebral injury experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction to section d2 (product code).

Event description:
As reported by the legal department, a patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. The following additional information was received per the patient¿s implant records: the filter was implanted due to deep vein thrombosis (dvt). The filter was placed below the renal veins and above the bifurcation. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately fourteen years and two months post implantation. The patient reports fracture, perforation of the filter strut(s) outside the inferior vena cava (ivc), perforation of filter strut(s) into organs and tilt. The patient also reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient lives with the fear that the filter is fractured and has tilted within the vena cava and perforated inside and outside of it. According to the discovery form, the patient received the ivc filter for deep vein thrombosis (dvt). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include grade iii perforation to the aorta, grade iii perforation to vertebral body, grade iii perforation to the duodenum, tilt of the ivc filter and several fractured filter tines. The patient further reports physical pain and suffering, emotional pain and suffering, loss of enjoyment of life, physical disfigurement, along with past and future medical bills and other related medical costs.

Manufacturer narrative:
Concomitant devices: bentson guidewire. Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted due to deep vein thrombosis (dvt). The filter was placed below the renal veins and above the bifurcation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. Per the patient profile form (ppf), the patient reports fracture, perforation of the filter strut(s) outside the ivc, perforation of filter strut(s) into organs and tilt. The patient also reports living with the anxiety and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, a patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. The following additional information was received per the patient¿s implant records: the filter was implanted due to deep vein thrombosis (dvt). The filter was placed below the renal veins and above the bifurcation. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately fourteen years and two months post implantation. The patient reports fracture, perforation of the filter strut(s) outside the ivc, perforation of filter strut(s) into organs and tilt. The patient also reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient lives with the fear that the filter is fractured and has tilted within the vena cava and perforated inside and outside of it.